Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 20 non-sustained tachycardia episodes with v-v intervals <(><<)> 200 milliseconds between (B)(6) 2016, and 22 non-sustained tachycardia episodes with v-v intervals <(><<)> 200 milliseconds from (B)(6) 2016 to (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 567 ohms through (B)(6) 2016 and 570 ohms through (B)(6) 2016, then jumped to 1,026 ohms on (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 1,050 ventricular sic since (B)(6) 2016 and 4948 ventricular sic since (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to oversensing, noise, and high sensing integrity counter (sic). A fracture was suspected. It was noted that the device had conservative detection programming by the physician. The rv lead was reprogrammed and the lead alerts were turned off. It was later noted that the rv lead exhibited high pacing impedance and the implantable cardioverter defibrillator (ICD) was deactivated. The rv lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.